Event description:
Pt undergoing hysterectomy. J-stents had been inserted bilaterally pre-procedure. Upon removing j-stents, the right stent broke leaving a piece in the ureter. The pt's abdomen was still open and an incision was made in the ureter and the piece removed.